Manufacturer narrative:
Follow-up #1: date of submission 10/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2014 with the following findings: the text on the display screen was found to be dim and pink. Unrelated to the complaint, the battery compartment was found to be cracked near the grip pad. Also unrelated to the complaint, the down arrow keypad was found to be intermittently responsive. The remaining keypad buttons were found to be responsive to user input. The keypad cover was removed and contamination was found under the all key contacts. There was no damage or peeling found to the keypad cover. The battery cap was also found to be missing and a test cap was used to complete investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.